Manufacturer narrative:
The persona tibial articular surface provisional (tasp) left bottom was returned with the complaint for review. Visual inspection confirmed that the tasp condition was received fractured on the lateral side of the post and has cosmetic damage (nicks/gouges/dents/scratches). All tasp pieces were returned for examination. This lot was manufactured on mar 6, 2012 and has a potential field age of four years and 2 months. It is unknown how many times the device has been used. This is a known issue which has been investigated through corrective actions. This device is used for treatment. This device was manufactured before design modification as part of corrective actions. A notification was sent to the field on august 7, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Root cause has been attributed to a previously addressed design issue.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke. However, it is unknown at this time when or how the device broke.